Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results. The consumer's expected blood result is 130-200mg/dl fasting. The customer is not experiencing any symptoms regarding diabetes at this time. She also advised that her blood result is not low. The customer has not had any changes in her diet. She takes juvamed and invasana to manage her diabetes. The customer performs her blood test 3x a day and she does it fasting. The customer date and time on the meter is not correct. The customer performed a back to back blood test and the result was lo and e3 (2x). The customer declined to perform any more blood test. Reviewed meter memory: (B)(6). The customer is concerned with results of lo in the meter's memory.